Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+2.5/087 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down in the patient's right eye (od). There was no patient injury. The lens was replaced with another same model/length lens within the same surgery and the problem was resolved. The cause of the event was unknown.